Event description:
It was reported that during implantation of the iol in the left eye vitreous lysis occurred. The iol was removed, a vitrectomy was performed, and another lens of a different diopter was placed. Patient outcome is unknown. Additional information was requested but not received.

Manufacturer narrative:
Although requested, the device was not available for evaluation. Additional information was requested but not provided. A review of the device history record did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.